Event description:
New information received states that an inappropriate automatic mode switch episodes due to noise on atrial channel was observed. Furthermore inhibition of pacing due to oversensing on ventricular channel was also noted. The physician suspected the noise was originate from external interferences. The patient condition was good.

Event description:
New information received notes that during a follow up, multiple interferences episodes were noted via merlin.net. No noise was observed in real time egm. The physician suspected emi.

Event description:
It was reported that during a follow-up, the device showed several episodes of unanticipated ams caused by atrial oversensing. The device was re-programmed and remains implanted.

Event description:
New information received indicated that far-field p-wave oversensing was observed. Device remains implanted. Patient medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.